Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, the 23mm sapien valve deployed in an 80:20 aortic position. It was determined placement was too aortic and canted higher on the anterior side due to a large piece of calcium. There was moderate central aortic insufficiency (cai) and moderate/severe paravalvular leak (pvl) noted on echo. A second 23mm sapien valve was deployed in a 50:50 position; central ai resolved and mild pvl noted as per echo. Physicians were satisfied with results. The patient's vital signs were stable and the patient was transferred to ICU for further monitoring. Per report, the cause of the too aortic placement was due to the patient¿s anatomy.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the too aortic placement, and subsequent regurgitation was indicated as related to the patient¿s anatomy, as there was a large piece of calcium. Other potential contributing factors to aortic malposition in this case are the patient¿s preserved ejection fraction of 60% and moderate native valve/leaflet calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.